Event description:
On 1/12/98, an acrylic box was created to ensure that all blood product bags were within the light field "rojection" which indicates the field to be irradiated. In the process of performing validation of blood irradiation setup by tlds, ("thermouminescent dosimeters") a low reading was discovered on a small number of tlds in the corner of the irradiation box. The siemens accelerator demonstrated a 5-6 cm clipping indicating that the primary collimator field size was 45 cm in contrast with the published specification for this series of accelerator. As a consequence, a small triangular area at each corner of the irradiation box received less than the intended dose (i.e., <10% of the volume of any bag received as low as 1000 cgy).